Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The patient was connected at the time of the alarm. The home patient stated that they are not currently connected to homechoice and that they could not clear the alarm last night during therapy so they shut off homechoice, disconnected from the homechoice and discarded all the supplies. The technical service representative explained that system error 2240 indicates that air entered the setup. The technical service representative advised patient to contact baxter in the future when alarm occurs so that baxter can troubleshoot. The patient will setup for the next therapy when ready. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.